Manufacturer narrative:
Depuy reports the cause is due to the fragile instrument stressed over its limit of resistance. The fact this drill is broken in distal extremity, let supposed it has not been guided, it has not been used with the guide a5271, hence the breakage. The analysis has not highlighted any product failure, no corrective action carried out. On the other hand, it is important to sensitize the customer about the fragility of this large drill and on the necessity to use it with the drilling guide a5271.

Event description:
During surgery, a drill bit broke in patient's glenoid and could not be retrieved.